Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the below the knee artery. A 300cm straight tip v-14¿ controlwire® guide wire was advanced for sub-intimal recanalization but was unsuccessful. When the device was removed, it was noted that a part of the tip of the wire had broke off and was stuck sub-intimately. The procedure was completed without adverse effects. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original box labeled. The unit returned has distal tip damaged, as part of overall visual revision the device has the distal tip kinked and detached; the detachment starts at 298,5 cm. Besides, the body is kinked. The outer diameter of middle of the device and proximal section were within specification; the overall length could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the below the knee artery. A 300cm straight tip v-14 controlwire guide wire was advanced for sub-intimal recanalization but was unsuccessful. When the device was removed, it was noted that a part of the tip of the wire had broke off and was stuck sub-intimally. The procedure was completed without adverse effects. No further patient complications were reported.